Event description:
Customer reported hospitalization due to diabetes ketoacidosis. Customer stated recalled reservoir malfunctioned causing a six to seven day hospital stay. The blood glucose reading at the time of the event was over 1200 mg/dl. Customer was vomiting; she thought she had the flu. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Please see medwatch report #3004209178-2013-80405.